Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported customer was admitted to the hospital due to elevated blood glucose level of 265 mg/dl. Caller alleged customer's blood glucose level was 400 mg/dl the next day; was treated with insulin via perfusor. Caller stated customer's blood glucose level is in normal range again while wearing a replacement pump. Requested return of the alleged device for evaluation.